Event description:
Healthcare professional reported left side "rupture" and "radial folds" confirmed via MRI. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant.